Event description:
The customer reported that no 12 lead ECG signal (v5 lead) was captured for the patient via the m1663a ECG trunk cable. No patient incident/injury was reported.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal (v5 lead) was captured for the patient via the m1663a ECG trunk cable. No patient incident/injury was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.